Event description:
I have been using amo complete moisture plus for about a year after my eye doc suggested using this product after my annual exam in 2006. Around the next year, I started to feel extreme itching and pain after wearing my contacts and then, especially removing the contacts at night. My right eye was in more trauma than the left; it felt like something was in my eye. I went to see my eye doc and she said I had keratitis; lots of irritation. I went without my contacts for 5 days and was prescribed meds to help the issue. I did not realize I was using this product until I heard your product recall early this morning. Used 2006 - 2007, 2 days. Add'l exp date 01/31/2009.